Event description:
Failure code 570:320:844:0000 was found in the pump's event history during product evaluation. It is unknown when this failure code occurred or if there was any patient injury or medical intervention required.